Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an iab (intra-aortic balloon) catheter was inserted in cath lab. When the staff attempted to initiate therapy an auto fill failure alarm was generated. Connections were tight, helium tank was open, iab had no visible kinks, and correct helium extender tubing was verified. Staff attempted to switch to a new console and received the same error. After attempting to initiate therapy on 2nd available console the iab catheter was switched out twice. They were never able to initiate therapy despite changing pumps and iabs. Patient was transferred to another facility where they were able to initiate therapy. There was no reported injury to the patient. This submission is for the first iab used.

Manufacturer narrative:
Expiration date changed from: 12/01/2020 to:08/09/2020. Manufacture date changed from: 12/01/2017 to: 08/09/2017. (B)(4).

Event description:
It was reported that an iab (intra-aortic balloon) catheter was inserted in cath lab. When the staff attempted to initiate therapy an auto fill failure alarm was generated. Connections were tight, helium tank was open, iab had no visible kinks, and correct helium extender tubing was verified. Staff attempted to switch to a new console and received the same error. After attempting to initiate therapy on 2nd available console the iab catheter was switched out twice. They were never able to initiate therapy despite changing pumps and iabs. Patient was transferred to another facility where they were able to initiate therapy. There was no reported injury to the patient. This submission is for the first iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Two kinks were found on the catheter tubing approximately 50.0cm and 75.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 49.8cm from the iab tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation could not confirm the reported alarm, auto fill failure problem. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an iab (intra-aortic balloon) catheter was inserted in cath lab. When the staff attempted to initiate therapy an auto fill failure alarm was generated. Connections were tight, helium tank was open, iab had no visible kinks, and correct helium extender tubing was verified. Staff attempted to switch to a new console and received the same error. After attempting to initiate therapy on 2nd available console the iab catheter was switched out twice. They were never able to initiate therapy despite changing pumps and iabs. Patient was transferred to another facility where they were able to initiate therapy. There was no reported injury to the patient. This submission is for the first iab used.